Manufacturer narrative:
(B)(4). Device analysis: the er420 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. During the analysis, the instrument was cycled and it fed and formed 11 conforming clip and it ejected 4 clips due to the condition of the jaws; finally the instrument locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: in event description, you report "clips were not fed into the jaws properly. Did clips not feed into jaws or partially feed into jaws? Or did clips sideways feed? Or did clips slow feed? Or did multiple clips feed at same time? No further information.

Event description:
It was reported that during a laparoscopic unknown surgery, the clips were not fed into the jaws properly after the third firing. Another device was used to complete the case. There were no adverse consequences to the patient.